Manufacturer narrative:
Complaint conclusion: as reported, the tension indicator of a 6f¿12f mynx control venous vascular closure device (vcd) became stuck after resistance was felt during withdrawal would not allow deployment. The balloon was deflated, the device was removed, and manual pressure of 10 minutes was applied to achieve hemostasis. There was no reported patient injury. The device was used following a peripheral vascular intervention with a 10f access site. Device preparation was performed as normal, and initial advancement occurred without issue. The balloon was inflated and locked, and the indicator displayed white, black, and white. Resistance was felt while removing the device and sheath, the tension indicator moved past the line and attempts to release pressure were unsuccessful. The pop-out indicator retracted slightly before device removal. The device packaging was not damaged prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). There was no reported patient injury. The device was used in an interventional procedure. The deployer was certified in mynx device use. A cordis avanti sheath introducer was used. This was a venous closure. The vessel diameter was verified to be greater than or equal to 5 mm. One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to evaluate functionality. The unit functioned as intended, with successful sealant deployment and balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additional verification of the tension spring condition was performed, and no abnormalities were observed. The reported event of ¿tension indicator-incorrect indication¿ was not observed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the tension indicator issue experienced since it passed functional analysis with full depression of button 1. However, procedural/handing of the device are possible since the tension indicator had been able to move and there were no anomalies noted to the tension spring during analysis. According to the mynx control venous IFU, which is not intended as a mitigation, ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy. While maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 6f¿12f mynx control venous vascular closure device (vcd) became stuck after resistance was felt during withdrawal would not allow deployment. The balloon was deflated, the device was removed, and manual pressure of 10 minutes was applied to achieve hemostasis. There was no reported patient injury. The device was used following a peripheral vascular intervention with a 10f access site. Device preparation was performed as normal, and initial advancement occurred without issue. The balloon was inflated and locked, and the indicator displayed white, black, and white. Resistance was felt while removing the device and sheath, the tension indicator moved past the line and attempts to release pressure were unsuccessful. The pop-out indicator retracted slightly before device removal. The device packaging was not damaged prior to opening. The device was stored and prepped in accordance with the instructions for use. There was no reported patient injury. The device was used in an interventional procedure. The deployer was certified in mynx device use. A cordis avanti sheath introducer was used. This was a venous closure. The vessel diameter was verified to be greater than or equal to 5 mm. The device will be returned for evaluation.